Manufacturer narrative:
Event date: (B)(6) 2013. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during an embolization treatment procedure, the coil detached prematurely. The patient was undergoing treatment of a varicocele. A non bsc microcatheter was positioned and the 6.0mm x 20cm interlock coil was advanced. The coil detached within the microcatheter at an unspecified location. They pushed the coil out; however, when it was deployed, the coil did not form as expected. They decided it was fine due to the anatomical location. No patient complications were reported.